Event description:
It was reported that this patient was in the emergency room for a bleeding dialysis fistula when the received an inappropriate shock due to noisy signals. This noise was reproducible in all three sensing vectors. Imaging was performed which indicated that the electrode was left of the sternum and this was believed to be the cause of the inappropriate shocks. A revision procedure was performed on the electrode. The system's shock impedance was still low and out of range post procedure. No additional adverse events were reported